Event description:
The pt received inappropriate shocks. Upon interrogation, r-wave measurements were 2.0 mv. Pacing impedance was 56 ohms. The physician removed the lead and found blood inside the lead. Inspection revealed a crack in the lead insulation.